Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, neurovascular procedure was performed by the customer when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that c-arm was not able to move. Review of the system log file confirmed the malfunction as there was an issue related to software. Upon troubleshooting fse found that the issue related to software. To resolve the issue, fse reinstalled the software. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.